Event description:
The customer's wife reported that the insulin pump alarmed no delivery several times. The customer's blood glucose reading at the time of the report was 357 mg/dl. The customer had reverted to a backup plan to treat her diabetes. Nothing further was reported.

Manufacturer narrative:
The insulin pump alarmed no delivery outside of specifications during the occlusion test due to a faulty force sensor. However, the insulin pump passed the displacement, rewind, basic occlusion, prime, and excessive no delivery tests.